Manufacturer narrative:
Patient sex inadvertently omitted from initial.

Event description:
Follow up identified that the patient underwent surgical intervention wherein the ipg was explanted. The exact date of the explant is unknown at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain located at the ipg site. Surgical intervention may be pending to address this issue.